Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0512 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a fracture was evident at the bung site of the red lumen. Red lumen was not used.